Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes with no signs of activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, but the root cause could not be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that at the moment of connecting to the arthrocare radio frequency device, it was not recognized; a connect wand sign came up in the display, we tried several time, connecting and disconnecting, until we decided to use other device, which was from the hospital in order to complete de procedure. No patient injuries were reported.